Event description:
It was reported that the patient developed a systemic infection. Vegetation and distal tips of leads were removed in open heart surgery and the lead bodies and implantable pulse generator (ipg) were explanted the following day in the cardiac catheterization lab. A week later the pacing system was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4004m58, implantable pacing leads, (B)(6) 1991; 401258, implantable pacing leads, (B)(6) 1991; 4016, implantable pacing leads, (B)(6) 1991; e2dr03aa, implantable pulse generator, (B)(6) 2005. (B)(4).